Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported a 55-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Complainant in japan reported the patient was on impella 5.5 smart assist and while on support, there was a pump stop. The patient was transferred to the CT (computed tomography) table and his body position was adjusted, the pump went from p-8 to p-0. Attempts to restart the pump were made to no avail. The pump was removed. It is possible that the shaft or cord was pulled. There had been no increase in motor current, decrease in purge flow rate, or increase in purge pressure until just before the event, and anticoagulation had been within the appropriate range, so it is believed that the problem was caused by excessive force being applied to the pump.

Manufacturer narrative:
The investigation for the pump stop has been completed. Field data logs confirmed that alarm 115 triggered along with a motor current spike to 3000 ma on the day of the failure mode, indicating an electrical failure. Additionally, at the same time stamp, all the optical 5s parameters went out of specification. The pump was returned for evaluation and upon visual inspection, all three motor wires had been broken along with the optical fiber inside of the red handle. 5s parameters were all out of specification when plugged into the aic in the lab. The root cause of the pump stop was determined to be electrical open due to excessive force. The root cause of the optical signal issue was a damaged fiber line due to excessive force. Added- d9 device return date d4-corrected model number. F6/f8 should have been left blank in the initial report.

Manufacturer narrative:
B.5. Updated to include optical signal issue description. H.6. Updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-12044. B.7. Other relevant history, including preexisting medical conditions updated. D.10. Concomitant medical products and therapy dates updated. F.6. And f.8. Should have been left blank g.1. Reporting contact email and reporting contact fax number updated.

Event description:
The investigation uncovered optical/placement signal issues.